Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
It was reported that during explant of the system, "electrodes broke off and remained in the patient's body." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).